Event description:
It was reported that a patient was intubated with a tracheal tube and twelve hours later a cuff leak was confirmed. The tracheal tube cuff was pretested prior to use. The tube was exchanged for a new device. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The lot number was not provided therefore the device manufacture date is unknown.

Manufacturer narrative:
Covidien reference: (B)(4). It was initially reported that the sample would be returned for analysis, however it was lost in transit. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process. If the sample is recovered analysis will be performed.